Event description:
It was reported that the 9800 system failed to boot before a case. The 9800 system also locked up, during a case and had to be rebooted. The procedure was completed without further incident and no pt injury was reported.

Manufacturer narrative:
A ge service rep preformed on on site investigation. The ethernet cable was found to broken and was replaced. There were also loose connectors for the power supply. The system was tested and found to be working as intended and put back into service.